Event description:
Baxter affiliate reported to baxter (B)(4) of a multilayer bag set in which operator found the seals between the 3 chambers were very weak. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.